Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (white, red, and clear residue on lens). (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+1.0/085 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20. \report source: literature is incorrect, should be health professional. (B)(4).

Manufacturer narrative:
This product was not marketed in the u.s. (B)(4). Conclusion - per dfu, review of this file is not indicated for vticl with an anterior endothelium chamber depth below 3.0mm. Acd is 2.83mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens with a -12.5/+1.0/085 diopter in the right eye (od) of the (B)(6) years old patient. The lens was explanted and exchanged for a shorter lens, a 12.1mm vicmo12.1 with a -12.5/+1.0/079 diopter and the exchange resolved the problem. Patient's anterior endothelium chamber depth (acd) was 2.83. On patient's last visit on (B)(6) 2017 the patient's best corrected visual acuity (bcva) is 20/20 with a vault value of 1.5 micrometers.